Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue and reported a transducer fault on the error log. The fsr reported the unit fails the circuit pressure transducer calibration test. After replacing the main printed circuit board assembly (pcba), calibrating the transducer, and performing the operational verification procedure, the fsr reported the unit meets service specifications. At this time, the carefusion failure analysis laboratory has not received the suspect component for further evaluation.

Event description:
The customer reported while using the vela ventilator; the unit isn't delivering a breath prior to put onto use. The customer reported the ventilator passes the leak test, but will not deliver a breath. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.